Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade IV on the left and baker grade iii on the right. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 590cc mentor memorygel, breast implant and was presented with bilateral capsular contracture; baker grade IV on the left and baker grade iii on the right. As a result, patient underwent explantation of devices and replacement of right implant with alloderm placement on (B)(6) 2019. This report is for the patient¿s right-sided device.